Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that 4 months after the surgery the device broke postoperative and dislocated. The part of the screw remained in the free joint body and will be removed during revision surgery on (B)(6) 2024.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4030c-09 serial/batch number (B)(6) was received for investigation. Upon visual inspection, it was determined that the fastthread¿ biocomposite¿ interference screw, had sustained significant damage and distortion along the proximal end of the screw. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Update kpilz 10-oct-2024: further information were received on 03-oct-2024 that the revision surgery occurred on the (B)(6) 2024. Only the broken part of the screw was removed. The part close to the joint remained in the drill channel. The implant is stable.